Manufacturer narrative:
D9: date returned to mfg 12/6/2023 one device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no evidence to review in the event history log. Functional testing was able to replicate the reported issue; the scratched lcd lens was out of specification. The root cause was determined to be a scratched lcd lens. The lcd lens was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device faulted during testing for the annual pm and the volume was over the maximum limit. No patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H3: device not received by manufacturer. B3: date of event is unknown.